Event description:
Patient sex: unknown. Procedure type: roux-en-y. According to the reporter: the instrument was fired over the esophagus, but no staples were placed. The tissue was resected and another instrument was used and it successfully placed staples.